Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4) applies to the recharger. (B)(4) applies to the implantable neurostimulator. The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken. The patient stated their charger was not working properly, they'd try to charge the device and it would take a long time connected but would still not be charged. The patient then stopped using it and couldn't seem to keep it charged. It was reported the ins was in over-discharge because the patient hadn't used it, however it was not known how long the ins was in an over-discharged state. The patient was on the phone with a manufacturer's representative (rep) during the call with technical services when the connector pin was noticed. Additional information received stated the issue was resolved when she was told by the rep to call and get a new cord. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.